Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion. A leak test was performed which identified no leakage. Fill inspection was performed and identified that there was no blockage in the valve. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.